Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image malfunction and coupler unit damage could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿·before attaching the endoscope, make sure that its eyepiece is attached to the endoscope firmly. If the eyepiece is loose, the endoscopic image may be out of focus or may fluctuate, or the endoscope or the camera head may fall off. ·after connection, ensure that the endoscope is firmly fixed to the camera head, without any looseness. A loose connection of the endoscope to camera head may cause interference on the endoscopic image. ·use of the camera head in conjunction with laser equipment is not guaranteed. If a filter for laser equipment is used, operate the instruments carefully, as the connection between the endoscope and the endoscope mount could be weakened.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd camera head had an image malfunction. There were no reports of patient harm.

Manufacturer narrative:
The device returned to olympus for evaluation and the customer's allegation was confirmed. The device failed the image quality test. There was damage to the coupler unit that caused the coupler to come off from the scope. The cover unit was cracked and the adhesive on the cable unit was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.